Event description:
I had slight cramping the evening I had the essure implanted at a hospital under sedation. By the next day, I began have a low grade fever, which has come and gone ever since. I then began have unpredictable periods both in when they would come and the length and severity. I began having periods that would include worse cramping, bleeding and clotting and at times periods that ended up late and super light to the point I would wonder if I was pregnant. I started having problems with numbness and tingling in my left calf starting about 4-5 months after implantation. The numbness and tingling has now spread to the rest of my side from my foot up to my face and small areas on my right leg and arm. I have had extreme fatigue, gi issues, memory issues, pelvic pain not associated with my monthly period, back and hip pain that radiates from the pelvic pain, joint pain, muscle weakness, muscle spasms, vision issues, and a plethora of other smaller issues. I have had numerous tests completed with normal results. The only diagnosed issue I have (although I have had blood work and various tests completed) is various levels of back arthritis in l4 and l5 that has presented since an xray done in (B)(6) 2011. Most recently, began having more intense pain in my pelvic area combined with contraction like muscle spasms.